Manufacturer narrative:
The insulin pump was received with no up button response due to corroded up keypad trace. No button error alarm noted during testing. The insulin pump had missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.